Event description:
A radiologist attempted to place a post-breast biopsy clip at the site of concern. The device failed to deploy biopsy clip ribbon, failing to place the clip due to technical/supply issue.